Event description:
The complainant alleged during a routine shift check by a clinician, the device would not display a "test ok" message in a battery mode. The complainant indicate that there was no patient involvement in the reported malfunction.